Event description:
Procedure: low anterior resection. According to the reporter: after firing, the black return knob was returned, but the jaws would not open. Another device was used to finish the surgery. The surgeon had to resect more tissue than what was originally planned due to the product problem.

Manufacturer narrative:
(B)(4).